Manufacturer narrative:
A ge rep evaluated the system and determined the monitors needed to be replaced. The customer will replace the monitors. It is anticipated the system will return to normal operation, after replacement of the monitors.

Event description:
Customer reported poor image quality. No pt injury was reported.